Event description:
The device was inserted and a 180 degrees wire wrap corrected in vivo. The jacket retracted approx 85% and became stuck. Device could not be completely unjacketed. Upon removal from the pt, visual inspection of the device indicated that the pull wire, figure 8, came out of the track and lodged itself between the upper and lower capsules. The figure 8 section of the wire was inside the track before insertion of the device. In vivo correction of a 180 wire wrap may have contributed to the migration of the figure 8 from the track. The pt was converted.